Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed multiple device alerts indicating the need for replacement, including alerts consistent with software runtime error, algorithm state memory corruption, and algorithm data parity check, while the pump remained charged and blood glucose was unaffected; the user was instructed on shutdown, data sync to the mobile app, and that startup would be required on the replacement. Symptoms included no reported adverse clinical effects. Outcomes included continued cgm use with the dexcom app or receiver and replacement of the device. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed device software and algorithm fault conditions consistent with internal memory or data integrity errors, leading to an unrecoverable alarm state requiring device replacement. It was concluded that the cause was a device software or algorithm malfunction related to internal data integrity.